Event description:
It was reported that patient experienced hypoglycemia and was corrected with pineapple juice eat graham crackers and eat banana piece of candy event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.